Manufacturer narrative:
Return requested. Replacement motion control box gantry shipped to site 09/22/2016. No parts have been received by manufacturer for analysis. On 09/24/2016 a medtronic representative performed an imaging system check-out, cable grade & system inspection areas passed. Mechanical test and imaging modalities test failed. Mechanical failure: tilt function does not work as intended. Torque limit is being reached when tilt function is activated. Imaging modalities failure: 2d, 3d. Image acquisition system (ias) computer boots with a database error. File corruption. The medtronic representative re-loaded software on ias computer and replaced gantry motion controller. O-arm operational. System performed as intended. On 10/03/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion cervidal procedure, the site alleged being unable to connect their imaging system to mobile view station (mvs). When booting the imaging system up, the pendant showed white blank areas next to the radiation symbol and gears, and displayed "disconnected" next to the mvs. Re-starting the imaging system disconnected and re-starting connected, did not resolve the issue. Attempted to re-start the image acquisition system (ias) application from the mvs remote desktop, however, the application would not open and returned an error message. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned gantry motion control box found that the reported event was related to an electrical issue. The tester installed the motion control box in a test imaging system. During motion control calibration, left/right and wag were successful, however tilt did not function in either direction. The enable signal is shown actuated in remote desktop. The reported event was confirmed.